Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller clock corrupt alarm beginning on or after (B)(6) 2021 that is consistent with a complete loss of power to the system controller that would have resulted in a subsequent pump stop. The submitted controller periodic log file captured a controller clock corrupt alarm that began after 06:55:12 on (B)(6) 2021. This alarm combined with an increase in the internal backup battery use count and the patient operating on battery power before the alarm, is consistent with a complete loss of external power to the controller, followed by full depletion of the controller's internal backup battery. This type of event would have resulted in a pump stoppage; however, the corresponding timestamp in the submitted left ventricular assist device (lvad) and controller event log files was overwritten by newer events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Additional information received indicated that the patient¿s status was stable without clinical changes or decompensation. The patient was instructed to connect to the mobile power unit (mpu) while sleeping. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in clinic for a routine visit and it was noted that the internal backup battery had been used 1 time for 126 minutes since the last visit. The patient's system controller also did not have the clock set, which indicated a full exhaustion of batteries. It was noted that the patient was hard of hearing (hoh) and claimed to change batteries before sleeping every night. The patient and their daughter did not report hearing an audible alarm sound. In the clinic, the healthcare provider was only able to see log files for the past 10 days under the history view, and no pump stop events were seen. The log files were sent to technical services, who confirmed that the batteries were being used at 2.2 volts (halfway drained) and the clock was reset, indicating a complete loss of power and pump stop. Once power was restored to the system the pump returned to operating speed. Due to the controller's clock resetting the amount of time the pump was off was not able to be determined. Healthcare providers re-seated the internal backup battery and kept the patient to ensure no further alarms were heard. They emphasized the need for the patient to sleep on ac power with the mobile power unit and initiated a successful self-test of the system to demonstrate. They believed that the device most likely sounded with an alarm, but due to patient's hoh they did not hear it. The patient was stable, without clinical changes or decompensation.